Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for 15 days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified popliteal artery. A 1.2mm x 15mm x 141cm emerge balloon catheter was advanced for dilatation as a replacement of the microcatheter. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified popliteal artery. A 1.2mm x 15mm x 141cm emerge balloon catheter was advanced for dilatation as a replacement of the microcatheter. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.